Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. There were no complications reported during the procedure and closure. Successful hemostasis was achieved with the mynx. It was reported that several days later (exact timeframe is unknown), the patient presented back to the physician's office complaining of pain and swelling in the groin. The patient was not prescribed any medications or treatment and was sent home. On (B)(6) 2011, the patient presented to the urgent care facility as the symptoms had worsened. The urgent care facility later sent the patient to the emergency room (ER). In the ER, an alleged "hydrogel" was expressed from the groin and the substance was sent for culture. The patient was admitted per the hospital protocol for local infections and was administered IV antibiotics. On (B)(4) 2011, information was received reporting that the result of the culture was negative for infection. No further information was provided.